Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during an unspecified procedure, when turning on the motor drive unit, hand cntrl, pwrmx el it didn't work, and an error message was shown on the controller screen: ¿the handpiece motor is not working. Try using a different handpiece.¿ the procedure was resumed, after a 1:45-hour delay, using a competitor device, an arthrex equipment. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. During visual evaluation no defects were found in the equipment. During functional evaluation no defects were found in the equipment. However, an image evaluation was performed and found the handpiece and the controller showing an error message: "warning: the handpiece motor is not working. Try using another handpiece." A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include damage on the hall board which may contribute to a short circuit or a damaged cord. Based on this investigation, the need for corrective action is not indicated.